Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused recurrent blood clots, continuous discomfort, anxiety and mental anguish related to the filter and an unsuccessful attempt to retrieve the filter. The indication for the filter placement was not reported. The information provided by the patient indicated that there were blood clots, clotting, and/or occlusion of the ivc, and an unsuccessful removal attempt. However, there is no documented attempt to remove the filter. The patient also reports discomfort and mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The date of the attempted filter retrieval was not provided. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as twelve days. Blood clots, clotting, and/or occlusion of the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported discomfort experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The clinical events experienced by the patient do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent blood clots and an unsuccessful attempt to retrieve the filter. The patient further reported continuous discomfort, anxiety and mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The date of the attempted filter retrieval was not provided. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Blood clots and thrombosis within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported discomfort experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. The clinical events experienced by the patient do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent blood clots, continuous discomfort and mental anguish caused by the by the filter malfunction and unsuccessful removal of the filter due to the malfunction.

Manufacturer narrative:
Amended ppf evaluated. Patient dob is only new information provided.